Manufacturer narrative:
D4 - UDI - (B)(4). Device history record: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome on september 20, 2019 revealed that the motor was running above specifications, which lowered the torque of the motor. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on september 20, 2019 which included replacement of the motor, etched lever, semi-circle bearings, vespel bearings, and needle bearing. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome was malfunctioning due to the motor running above specification and then lowering the torque, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the motor, etched lever, semi-circle bearings, vespel bearings, and needle bearing were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It is reported that during surgery the unit stalled and the rpm's dropped. A second graft was taken at a second site. It is unknown if this caused delay in the surgical procedure. No additional consequences have been reported as a result of this malfunction.